Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling was used during a solyx sis sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the shaft tip was bent. The procedure was completed with another of the solyx single incision sling. There were no patient complication as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.